Event description:
A customer reported issues related to the setup of a replacement pump, with the blood glucose level showing as "high." There was no adverse impact on the customer's blood glucose level. The customer contacted technical support for assistance in checking and updating the pump settings. Technical support guided the customer in updating the biq/ciq settings and advised following up with their healthcare provider. The customer understood the guidance, acknowledged receipt of the help provided, and did not require assistance from third parties.